Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 15-nov-2017 with the following findings: a review of the pump black box showed 076-0000 errors (motor timeout error-rewind). During investigation, the cs 078 occurred consistently while testing. The pump was unable to complete the rewind successfully. The pump was opened and the piston rod was observed to be broken off, causing the lead screw to turn freely without stopping. The motor rewind issue was confirmed. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.